Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the gauge of the inflation device failed. The lesion located and details are unk. An advantage 26 inflation device was selected for use with a non-bsc balloon. The pressure gauge of the inflation device did not rise during attempts to inflate the balloon. The procedure was completed with another of the same device. There were no pt complications reported with the pt's status listed as "good".

Manufacturer narrative:
(B)(6).it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).